Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Coiling treatment of a carotid cavernous fistula. It was reported after coil detachment, the coil migrated into an internal carotid artery. A gooseneck snare was used to retrieve the coil but without success as the coil unraveled. The physician was able to secure the coil and finished the procedure. No patient injury reported.